Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated but was unstable. While repositioning the lp, the helix was sprung. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed while the event of positioning failure was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the outer helix stretched out of specification. The outer helix elongation is consistent with having occurred during implant procedure caused by the end-user. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed successfully. Further analysis was performed, and the device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.